Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and 10 endoanchors were used in the endovascular treatment of the patient with a 38mm abdominal aortic aneurysm in conjunction with another manufacturer stent graft due to concern for late failure. However, it was reported that, approximately 2 months post index procedure, the patient expired due to acute respiratory distress syndrome with pneumonia. The death was assessed as not related to the aneurysm. No additional clinical sequelae were reported.